Manufacturer narrative:
The insulin pump had a button error alarm and no esc and act button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 124 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.